Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. Manufacturing narrative: rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting with lens rotation and refractive surprise. The lens was repositioned but this did not resolve the problem. The lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.